Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, and since malfunction did not recur, customer was advised to continue using pump and to call back if any further malfunction alarms occurred, which customer acknowledged and understood.